Manufacturer narrative:
This report is submitted on march 29, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to loss of benefit. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator (specific date not reported). This report is submitted on april 26, 2022.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on may 22, 2022.